Event description:
The ECG function of the pixel watch 2 is supposedly FDA approved, yet in my testing and checking with other users, this should not be the case. For many people, the ECG simply does not work properly. It will give garbage outputs that have zero correlation with actual cardiac data. The "analysis" always says "inconclusive" because it's collecting garbage data. I believe that the ECG function of the pixel watch 2 is highly susceptible to manufacturing flaws, and that entire batches of these devices are unsuitable for medical use. I believe the FDA should acquire a number of devices via various retail channels to confirm, as google is likely only going to be willing to voluntarily send one that it has previously tested and is known to work. Additionally, since the abnormal heart rhythm detection seems to be part of the ECG functionality, this feature, too, is often not working to FDA standards. The results of this are that a patient may not be aware that they have developed a serious heart condition because their pixel watch 2 (a) either gives incorrect data, or (b) refuses to give an analysis since it has detected that its own data was garbage. People rely on this device to monitor their cardiac functions, and thus their very ability to survive and be healthy is at stake. Google indicates that this device can be used to determine if you should seek medical care, yet the device often fails to live up to this expectation which can be a fatal issue for certain populations. I had to visit my pcp for a 16-lead ECG to verify that my cardiac function had not diminished, at which point he advised me not to use this device for ECG purposes due to the wildly inaccurate results.